Manufacturer narrative:
Following a customer complaint, abbott found an atypical stability profile of architect fsh calibrator lot 33363q100. Axsym fsh calibrator lot 33362q100 was mfg using the same base material as lot 33363q100; therefore, this lot is also impacted. The investigation to date has shown that both controls and pt results have shifted upwards together over time. There has been no adverse events associated with this issue to date. This is an intial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that qc (biorad) has been running high out of range for the axsym fsh assay. No suspect results were generated or reported out of the lab. No impact to pt mgmt was reported.